Event description:
It was reported that the user experienced alert 38 indicating a motor stall on the ilet pump after a supply change, and a dry run with customer care did not reproduce the alert; the user was reconnected to the ilet and instructed on proper supply change steps, including ensuring the cartridge is seated before connecting the connector, and blood glucose at the time was 430 mg/dl with corrective subcutaneous insulin administered by pen. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention requiring medication and serious illness/impairment. Investigation included analysis of information provided by the user and communication with the user. Investigation of this case revealed a communications problem related to use, consistent with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.